Event description:
It was reported that the device would not power on. There was no patient involvement.

Manufacturer narrative:
Additional information: reason code for no evaluation, imdrf annex a,b,c,d and g grids, remedial action required and remedial action # omit:a070803 - failure to power up (1476),b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available,g07001 - part/component/sub-assembly term not applicable.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not power on. There was no patient involvement.